Event description:
It was reported that the customer received a no delivery alarm and motor error alarm. The customer's blood glucose level was 336 mg/dl. The customer resolved the no delivery alarm by doing a complete infusion set change. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with motor error alarm during the occlusion test due to a faulty force sensor. The device passed the basic occlusion, prime/a33 and displacement tests. The motor was tested outside of the device and passed. No unexpected no delivery alarms and no load motor sounds observed during testing. Cracks to the display window, reservoir tube lip and battery tube threads noted.